Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of inappropriate anti-tachycardia pacing (atp) and one 41 joule shock for what appeared to be atrial driven arrhythmia. There were additional episodes of atrial arrhythmia stored as non-sustained ventricular events prior to the treated episode. Battery status of the device and lead measurements were normal. This ICD device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device stored another episode delivering two bursts of inappropriate anti-tachycardia pacing (atp) and one 41 joule shock for what appeared to be atrial driven arrhythmia. This ICD device remains in service and no adverse patient effects were reported. Boston scientific has made three attempts to obtain information about resolution of the event; however, no response has been received. If additional information is received, a follow-up report will be filed. Subsequently, additional information was received indicating that the device will continue to be monitored and no other actions have been taken.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of inappropriate anti-tachycardia pacing (atp) and one 41 joule shock for what appeared to be atrial driven arrhythmia. There were additional episodes of atrial arrhythmia stored as non-sustained ventricular events prior to the treated episode. Battery status of the device and lead measurements were normal. This ICD device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device stored another episode delivering two bursts of inappropriate anti-tachycardia pacing (atp) and one 41 joule shock for what appeared to be atrial driven arrhythmia. This ICD device remains in service and no adverse patient effects were reported.